Event description:
On (B)(6) 2018, patient underwent an endovascular procedure to treat an abdominal aortic aneurysm, utilizing gore® excluder® aaa endoprosthesis (rlt261418 and plc141400). On (B)(6) 2022, patient underwent an reintervention surgery to treat a type ii endoleak. On (B)(6) 2025, a CT revealed a recurrent type ii endoleak. On (B)(6) 2025, patient underwent a transcaval embolization due to this recurrent type ii endoleak. During reintervention surgery, a type 1b endoleak was also noted in the right iliac limb. On (B)(6) 2025, patient underwent a reintervention surgery to treat the type 1b endoleak, in which a plc device was implanted to extend the right iliac. It was also reported the type1b endoleak was resolved, and the type ii endoleak remained. Physician will continue to monitor this type ii endoleak. Fsa was notified of previous reinterventions ((B)(6) 2022 and (B)(6) 2025) on (B)(6) 2025, and does not have any further information, as he was not present. The cause of the persistent type ii endoeak as per physician, is due to patient factors, with no specific cause.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. The following patient information was provided: medical history: hypertension diabetes. Medication: metforman, glipizide, coreg cr, eliquis, crestor, citilopram, aspirin. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.